Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when femoral box was opened, the blister was cracked. There was a 2 minute delay when the sales rep went to retrieve another femoral. Attempts have been made and no additional information is available.

Manufacturer narrative:
UDI - (B)(4). Visual inspection of the returned product identified that the sterile blister was cracked/fractured. The sterile pouch was still intact. The reported event is confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.